Event description:
After a high-frequency catheter ablation, on a patient that suffered from atrial flutter, reddening of the skin was noticied in the area of the return electrode. The following day well defined necrotic tissue was noticed. The third degree burn was operated on by a plastic surgeon.